Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a bolus delivery from the insulin pump. Customer states infusion set would not properly connect at quick release. Customer feels that the batch of infusion sets are bad. The customer was shipped new quick sets. The customer did not troubleshoot and did not send the product back for analysis.